Event description:
Vial2bag connector was leaking. Leak did not occur at any connection sites (i.e. Not where the vial was spiked or where the tubing was spiked), but rather within the connector itself. Possibly due to manufacturer defect. Sample was provided to rep by pharmacy. Manufacturer response for set, i.v. Fluid transfer, vial2bag dc (per site reporter) provided to rep by pharmacy.